Manufacturer narrative:
The reported complaint was confirmed. Through troubleshooting between the user facility and the manufacturer's technical support specialist it was determined that the reported issue was not due to the manufacturer's device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the user facility's perfusionist regarding the electrocardiogram (EKG) interference the team had with the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team was seeing EKG activity during the procedure even though the heart was arrested with cardioplegia and no activity was apparent from a surgical view. There was construction going on in the hospital and biomedical technician had checked that the pump was grounded. The perfusionist and the manufacturer's clinical specialist discussed about re-grounding the hlm with pacing wires, and he had already done that, therefore he wanted the biomedical technician and the manufacturer to troubleshoot. The perfusionist also had switched out the pump for a different pump prior to the case. He was trying to troubleshoot if it was due to the construction in the room or if it was the hlm. The next day he was using the same pump in a different room, and he had no issues, therefore concluded that it was due to the construction. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
Per the user facility's biomedical engineer, the manufacturer's technical support was able to help determine that the issue was not from the manufacturer's heart lung machine (hlm). It was determined that the issue was caused by a different source and the hlm did not need to be evaluated.

Event description:
Additional information was received that the reported issue occurred during cardiopulmonary bypass (cpb). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical technician, the hlm was replaced with a second hlm which did not affect the ECG monitors. He also stated there was construction at the hospital during the time of the incident that could potentially affect the ECG. The hlm was used in a subsequent case without issue.

Event description:
It was reported that there was excessive noise (electrical interference) affecting the electrocardiogram (ECG) monitors when next to the heart lung machine (hlm). As a result, an alternate device was employed. No other details regarding the nature of this event were provided.